Event description:
The ge oec 9800 fluoroscopy system would not allow the viewing of cine runs, reported damage to the lemo cable and also the vertical lift column on the system would not go down.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the lemo cable, external pcba and 24 volt ps3 power supply to mitigate the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, would not provided any pt info with respect to this issue.